Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Adverse event problem code of 4581 was chosen to capture the event of massive infection in abdomen. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient started duodopa therapy. On (B)(6) 2023, the patient was hospitalized with a stoma site infection, massive abdominal infection and uti. She remained hospitalized for a week. Duodopa therapy was suspended, pending replacement of the peg-j. Multiple attempts were made to obtain clarifying information about the events without success.